Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis (dka); cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2023 with the issue resolved. Customer stated they did not observe any issues with the cartridge, infusion set, or insulin prior to the hospitalization. A pump system check confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.